Event description:
It is reported that the patient was revised due to dislocation of the articular surface.

Manufacturer narrative:
Evaluation summary: the issue where the anterior snaplock becomes deformed and as a result the poly cannot properly seat in the tibial tray was previously investigated. A design change was implemented after the device in question was manufactured. While the referenced change addresses failure detected during insertion, the corrective actions implemented, which reduce articular surface alignment sensitivity, also address the present situation. The observed damage, wear and subsequent failure in the present case appear to have stemmed from suboptimal alignment of the articular surface during insertion. As returned the measured dimensions of the articular surface were within specification as returned. Severe damage was observed in various regions, including the anterior snaplock, which was fractured off. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.